Event description:
It was reported that during an arthroscopic procedure, the physician ((B)(6)) was utilizing a quantum 2 surgery system. An unk arthrowand was connected to the controller, as the wand was activated a spark came out of the entry point of the black wand port receptacle. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.